Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E2: n/a. E3: non-healthcare professional.

Event description:
It was observed that during the device evaluation, the subject device exhibited multiple white dots due to misalignment of the camera unit. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection without a customer allegation being reported. The evaluation found that due to misalignment of camera unit, the image had white dots. The investigation could not determine a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was observed that during the device evaluation, the subject device exhibited multiple white dots due to misalignment of the camera unit. There was no patient involvement reported.